Manufacturer narrative:
(B)(4). It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was reported that the patient underwent a partial mesh removal on (B)(6) 2005. On (B)(6) 2007, the patient underwent a mesh revision .on (B)(6) 2012, the patient underwent a mesh removal.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stage 3 pelvic organ prolapse, stress urinary incontinence, urethral hypermobility and endometriosis. It was reported that the patient underwent the concurrent procedures of an operation on cul-de-sac and repair of cystocele and enterocele during mesh implantation.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced bleeding, and dyspareunia.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures, including a revision on (B)(6) 2012. She continues to experience vaginal bleeding, mesh erosion and dyspareunia. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05179. The same patient is represented in each medwatch.